Event description:
During inventory, after counting and while putting the k-wire package back, one end of the k-wire punctured through the palm of the hand and the other end punctured through the finger of hospital personnel. Hospital personnel has been bandaged up and the bleeding has stopped.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.